Event description:
It was reported by the patient that she had been hospitalized four times since being implanted with a model 106 generator due to device overstimulation. The patient believed that her heart defects may have caused the overstimulation from autostimulation. Two of the four hospitalizations lasted longer than eight days. The patient's device was disabled by the magnet and she said she felt a little better. The symptoms from overstimulation were not reported. Follow up with the patient's neurologist found that the patient had been admitted to the hospital due to passing out episodes with an unknown etiology, but suspected to be due to dysautonomia. The physician indicated that it was unclear if the vns was related to the patient's symptoms. It was indicated that the patient's symptoms did not get better with magnet mode disablement. She indicated that a possible cause was heart problems and it was unclear if the autostimulation feature was playing a role in these symptoms. Reportedly, the patient's current generator's settings had not changed from the previous generator's setting besides the addition of the autostimulation feature. The patient's generator was disabled to see if the patient's symptoms improved. No additional relevant information has been received to date.